Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infected;" capsular contracture, baker grade unknown. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 110326 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2014 through (B)(6) 2016, one point was found out of the upper limit on (B)(6) 2014, based on the additional analysis performed for the fis involved in the (B)(6) 2014, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. Given the fact that the cause of the infection cannot be specifically associated to (B)(6) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported for their left side implant, it became "infected and hard", "red," "swollen," and "hot to the touch" the patient stated this happened "a couple years" after the implant surgery, and the infection, redness, swelling, and "hot to the touch" resolved with antibiotics. The patient did not have specific information on the infection itself. The patient indicated they still have hardness on their left side. Patient representative reported "capsular contracture, [baker grade unknown] requiring capsulectomy and increased risk of alcl. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.